Event description:
The customer called for assistance priming the insulin pump. The customer then mentioned that she experienced a low blood glucose of 58 mg/dl today. The customer lost consciousness, and her husband called 911 for assistance, and she was taken to the hospital. Troubleshooting was performed, and the programming was correct except for the time and date. The customer stated that the unit was not exposed to high magnetic fields. The insulin pump passed the displacement test. Explained that the insulin pump was functioning as designed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.